Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device was explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening crack, crease flat, white particles, delamination. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify delamination and opening crack. Based on the device analysis the final assessment is:delamination of the diaphragm valve assessed as adhesive failure and a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.